Event description:
Company representative called in to report that the customer's insulin pump was alarming button error and the customer was not able to clear the alarm. Caller stated that customer's insulin pump has fog and moisture on the screen. No troubleshooting was performed or blood glucose value reported at the time of the call. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.